Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was in 152-153 mg/dl range.